Manufacturer narrative:
Product analysis: the analysis was able to confirm the customer comment of the top knob stem for the external pulse generator (epg) settings was broken. It was also determined at analysis that the upper case was broken around the rate encoder. Dents in the device and the hanger was cracked. Main printed circuit board (pcb) had errors in the log, out of specification electrical, a capacitor was damaged. Twelve stuck buttons were detected, twelve recovered. The encoder assembly was contaminated with rust. One control knob was missing, three were contaminated with rust. Both wires on the liquid crystal display (lcd) were pinched but not compromised. Firmware was updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator top knob stem for the epg settings was broken. The epg was reported to be unusable. The epg was returned for service and repair. There was no patient involvement.